Event description:
It was reported the device had an electrical reset. It was indicated that the patient had been receiving radiation treatment. The device was reprogrammed back to the previous parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters and device experienced a critical ram parity error por on (B)(6) 2011, in location "of cc". Device should be able to recover from the event and continue normal function. Exposure to radiation therapy is noted.